Manufacturer narrative:
No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer.are unknown. No product information has been provided to date.

Event description:
It was reported that the pump alarmed on two cassettes with steady beeping and no disposable alarm. No patient injury was reported.